Manufacturer narrative:
(B)(6). The lot was manufactured december 20, 2017 - december 21, 2017. The device was received for evaluation. Visual inspection was performed and identified fluid inside the bag. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device contained cefepime. This was observed prior to use. There was no patient involvement. No additional information is available.